Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that the equipment displayed a system message (sm) with two different footswitches and footswitch cables during a cataract intraocular lens (iol) implant procedure. They were unable to clear the sm. Following a 20 min delay, the procedure was able to be completed with an alternate system with no harm to the pt.